Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2021. The reporter alleges that using medtronic minimed 600 series insulin pump with a defect caused the claimant to suffer hyperglycemia resulting in emergency medical treatment, multiple follow-up visits, and additional medical treatment. It was reported that the customer had chest pain, dizziness, palpitations, nausea, shortness of breath, tremors, and chills at the time of the claimed event. The customer had been treated high blood glucose event with the insulin pump and then was taken to the hospital where an IV drip was given. The customer stated not staying over 1 day at the hospital. It was reported that the pump was underdelivering insulin and the customer experienced blood glucose of over 400 mg/dl. The customer also alleged that the retainer ring was loose and damaged. It was also stated that the reservoir was often hard to get to fully go back in the pump. Troubleshooting was not performed. No further patient complications were reported. The insulin pump will not be returned for analysis.